Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 11 years due to prosthetic aortic valve insufficiency with possible perivalvular leak (pvl). Per the op report, ef was 35%. During explantation of the aortic valve, it did not appear to have a pvl. There was a lot of calcium but no pvl. The cusp of the right/left area, which would be the right coronary cusp, was torn and was the cause of the severe leaking. The device was replaced with another edwards bioprosthetic valve. Tee revealed the new valve seating nicely. Patient was weaned of cardiopulmonary bypass satisfactorily.

Manufacturer narrative:
Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. If the regurgitation worsens or becomes symptomatic, reoperation may be necessary. The type and cause of regurgitation varies depending upon multiple factors. Structural valve deterioration is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. In this case, there was a torn right coronary cusp reported, which was causing the patient's leak. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event cannot be confirmed. No further actions are possible with the available information.